Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that since the patient got his implantable neurostimulator (ins), whenever he bended over to tie his shoe or pick up something off the floor, he experienced a shocking sensation. The patient stated that it was ¿nothing bad¿ and they ¿didn¿t know if something was binding or pinching.¿ troubleshooting was not performed due to lack of access to the product. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.